Manufacturer narrative:
(B)(4).

Event description:
It was reported the implantable neurostimulator (ins) was accidently dropped from about waist level during a replacement procedure. It was stated the ins was not implanted in the patient. A different ins was used for the procedure and was implanted successfully. No further information was reported. If additional information is received, a follow up report will be sent.